Event description:
The consumer reported that the patient had been quite ill from the implant surgery; the patient clarified that she developed a bad rash from the tape, she was sick from the anesthesia, and she had pain from the surgery. The patient was advised to follow up with the healthcare professional to address these symptoms. It was noted that the patient was scheduled for a follow up appointment with the implanting healthcare professional on (B)(6) 2016 to remove the stitches and evaluate further. Additional information received from the consumer via the manufacturer representative on 06-aug-2016 reported that the bed was soaking wet when the patient woke up. The patient called the healthcare professional's office and they said it was a seroma that probably burst. The patient was given antibiotics and the patient was instructed to put pressure bandages on it. Later in the day, the patient felt burning at the implantable neurostimulator (ins) site and there was yellow seepage; the patient was instructed to go to the emergency room (ER). Environmental/external/patient factors that may have led or contributed to the issue included the patient had a fall the monday before ((B)(6) 2016) while walking up the steps and fell on her knee. The patient was to see the implanting healthcare professional that day ((B)(6) 2016) for diagnostic testing/troubleshooting and interventions/actions to resolve the reported issues. The issue was not resolved at the time of follow up, and the patient's status was alive with no injury. Surgical intervention did not occur, and it was unknown whether surgical intervention was planned at the time of follow up. Additional information received from the manufacturer representative on 17-aug-2016 reported that the patient stated she had an infection. Additional information received from a second manufacturer representative on 18-aug-2016 reported that according to the physician's assistant it was not infected. However, the patient sought treatment; a healthcare professional cleaned it out and packed it. The patient's indications for use included non-malignant pain and chronic low back pain.

Event description:
Additional information received from the patient reported that they had let their family healthcare professional (hcp) and the managing hcp about the issues. It was also noted that their name was incorrectly spelled on the temporary and permanent ID card. The patient was going to receive a new permanent ID card. The patient stated that they had a follow up appointment with the surgeon on (B)(6) 2016 to remove the stitches and to be evaluated further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.